Event description:
Patient's mother reported that the bottle adapter was corroded by the medication. Rph (registered pharmacist) sending supply for am delivery so that patient can start fresh with new bottle and adapter. Rph not sure what caused this corrosion or if this is normal to see. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.